Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl. Customer indicated that they inserted into a bad spot on their body and that may have led to high blood glucose. Troubleshooting found that changing the infusion set resolved the high blood glucose and brought it down. Customer declined high blood glucose troubleshooting.